Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol2, 817 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. The memory content of the device was inspected. The inspection of the archive data revealed documented shock impedances in the range of 27-36 ohms while the device was implanted and in service. During the analysis of the available iegms intermittent sensing of t-waves was observed in the ventricular channel, leading to at least one therapy delivery. This does not represent a device malfunction. The sensing parameter scan be programmed to specifically reduce the oversensing of large intrinsic t-waves. In a next step, the ICD was subjected to an electrical analysis. First, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as expected following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of sensed t-waves was observed in the ventricular channel. However, this does not represent a device malfunction. A thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
The patient received multiple inappropriate shocks due to double counting and noise on the rv lead. The lead has an impedance of less then 25 ohms. Lead replacement was recommended. (B)(6) 2015 - several attempts have been made to contact the patient for a follow-up. This system remains actively implanted at this time. (B)(6) 2015, his device was returned.